Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. Additional event and reporter information has been requested. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump was set at a rate of 400 ml/h with a volume to be delivered (vtbd) of 480 ml. The primary rn observed that the enteral feeding bag was full (1000ml) when it was hung at 1329, but the bag only had 50 ml left. The patient was overfed. The customer stated they set the vtbd on the pump. The pump was tested by their biomedical department and the unit performed as it should/stopped when it was supposed to. There were no report of patient injury.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿the enteral feeding pump was set at a rate of 400 ml/h with a volume to be delivered (vtbd) of 480 ml. The primary rn observed that the enteral feeding bag was full (1000ml) when it was hung at 1329, but the bag only had 50 ml left. The patient was overfed. The customer stated they set the vtbd on the pump. The pump was tested by their biomedical department and the unit performed as it should/stopped when it was supposed to. There was no report of patient injury.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.